Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with refractive surprise. The lens was exchanged with a longer length different power lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inspection found the lens optic deformed, and haptic bent/deformed. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).